Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: while the unit was being checked by an engineer, the ventilator alarmed with "tf:1404,1405 which is related to power management error. "